Event description:
It was reported that the patient presented in clinic with syncope. The left ventricular (lv) lead was over-sensing noise leading to pacing inhibition. Programming changes were made and the patient was stable after the changes.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. Manufacturing report 2017865-2022-00034, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott.